Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medicine atrovent missing from refill report. A technical support specialist (tss) explained that customer shared that the medications hadn¿t been refilled and were already below the required count (load: 17 / max: 70 / refill point: 35) and the trigger was expected on the report dated 26/08/2025, but the meds were missed. Tss manually ran the pick and delivery report and located the low-count meds. Tss confirmed that critical low report triggered correctly and functioned as designed. Tss requested a sample medication identifier to dial into the server, back up the database, run the report and dsrf, and add the data to ephi but no responses from customer end. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es , system doesn't reflect the stock of medication atrovent in refill report. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es , system doesn't reflect the stock of medication atrovent in refill report. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.